Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and one adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 39 autoclave cycles for both the handle and the adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. When the rotation knob was twisted it displayed a hang-up in the clockwise direction when the switch block was not being biased. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. Four of five white status lights illuminated indicating less than 15 surgeries remaining on the handle. The subject adapter was inserted onto the handle and calibrated without issue. Four out of five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. When the rotation knob was twisted it displayed a hang-up in the clockwise direction when the switch block was not being biased. The device continued to rotate in the clockwise direction without pressing the rotation button. The pmv reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, and opened/closed properly and without difficulty. Engineering determined the switchblock was biased to one side in relation to the front handle which creates a binding condition between the rocker assembly and a boss feature in the front handle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the surgeon used a powered handle. Upon resecting the lung parenchyma, the surgeon pushed the silver toggle to rotate the shaft and took his hand off the toggle at some point; however, the rotation did not stop until 180 degrees. The last known patient status is that he/she was good. No adverse events reported.